Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels ranging from 39 mg/dl to 65 mg/dl, confusion, dizziness, lightheaded, and shaking. Reportedly, customer did not consume as many carbohydrates as anticipated. Reportedly, the customer required assistance to treat bg level. The customer was instructed to consult with healthcare provider regarding bg level.